Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer called support, was guided through complete pump reset, confirmed error did not return, and successfully started new sensor session; no further information was available regarding outcome beyond this resolution.